Event description:
It was reported that during a ptca procedure the shaft of the maverick2 monorail balloon catheter broke. There was no reported patient complications. Additional information about the event has been requested.

Manufacturer narrative:
Returned product analysis verified the difficulty as stated in the complaint. The balloon catheter with the balloon in a pre-inflated state was received and a hypotube fracture was observed. The hypotube fracture was located 86.1 centimeters distally from the edged of the strain relief. Visual and microscopic examination of the fracture face revealed evidence that the hypotube and been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. The cause of the original kink or the subsequent fracture could not be determined. The manufacturing records for top assembly batch 9152432 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the event could not be determined.